Event description:
I purchased an elvie stride plus breast pump and have had a lot of issues with the pump. The pump continues to leak and milk backs up not going down the valve. I have reached out numerous times. I was sent a replacement pump which the same thing started happening with this pump. I want someone to be aware of the defective pumps since they claim to be FDA approved.